Event description:
It was reported that a pt of dr. Was receiving an infusion of tracitrans with the administration set in use. The pt suffered an anaphylactic reaction after 200 ml had been infused. The reaction was treated. No further adverse effects were reported.